Event description:
A hospital nurse manager reported that the video image froze during a colonoscopy procedure. The procedure was completed with a second scope and there were no complications related to the occurrence.